Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having trouble keeping their device charging. The patient stated that the controller will freeze or it will turn itself off. The patient said it was taking a long time to charge and they noticed that their implant was being turned off. The patient stated that they know the implant is being turned off as they will begin to be in pain. The patient stated they charge daily and the controller freezes all the time, so when they have to remove the battery, it makes recharging take even longer. The patient said it has progressively gotten worse. The patient said they will have the recharger directly over the implant and they will still get no coupling or no device found. The patient saw the poor recharge quality screen 76. No further complications were reported.